Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving an extension set was reported in which leakage was observed from the cassette during insertion, likely related to the tubing. There was no patient involvement and no harm/adverse event reported.